Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter's email was added additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve third degree atrio-ventricular block occurred. As result, a permanent pacemaker was implanted. Prolonged hospitalization was required the physician indicated the event was probably related to the valve procedure. No additional adverse patient effects were reported. Additional information was received to note intravenous medication was also administered.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a pericardiocentesis with successful removal of 300cc of pericardial blood fluid also occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve third degree atrio-ventricular block occurred. As result, a permanent pacemaker was implanted. Prolonged hospitalization was required. The physician indicated the event was probably related to the valve procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 21 days following the valve implant procedure and 19 days following a permanent pacemaker implant the patient presented to the emergency room with chest pain. The patient was admitted. A computed tomography (CT) identified a ¿small¿ pericardial effusion. Micro-perforation of the pacemaker leads was reported. Intravenous medication provided. However, pacemaker replacement and upgrade also occurred. A bi-ventricular pacemaker implanted with cardiomyopathy indication. The patient was discharged 7 days following emergency room presentation. The pericardial effusion resolved this same date. The physician indicated the effusion was not related to the valve or valve implant procedure.